Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection and extrusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and extrusion

Event description:
Patient reported that "they developed an infection in breasts shortly after implants were implanted and had to have them removed." Patient also reported "that one implant fell out." Device has been explanted. This record is for the right side.